Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during cup impaction, an instrument had a piece crack off after the handle was disengaged. The event occurred intra-operatively during cup placement, all fragments were retrieved, and there was no surgical delay. The patient had no consequences or impact. Attempts have been made and no further information has been provided.